Event description:
It was reported that the core saber drill heated up during set-up prior to a case which resulted in a 30 minute delay while a back up device was prepared. The patient was not under anesthesia during this time, and no additional anesthesia was required due to the event. The procedure was completed successfully with the back up device, with no patient or user injuries and no adverse consequences.

Manufacturer narrative:
A follow up report will be filed after the quality investigation has been completed.

Manufacturer narrative:
The reported event of the handpiece overheating was not duplicated; however, it was confirmed during disassembly of the components. Upon disassembly, the device was found to have corrosion affecting all of it¿s components and the handpiece required total rebuild. Based on subject matter expert consultation corrosion can reduce the performance of the handpiece and cause or contribute to the handpiece rising in temperature. If the bearing is corroded, it can cause an increase in friction. Friction translates the energy from the movement of the bearing into heat energy. Corrosion in the rotational components also limits the rotational properties of the device increasing friction causing heat. This can be caused by wear of the device; however cleaning habits can contribute.

Event description:
It was reported that the core saber drill heated up during set-up prior to a case which resulted in a 30 minute delay while a back up device was prepared. The patient was not under anesthesia during this time, and no additional anesthesia was required due to the event. The procedure was completed successfully with the back up device, with no patient or user injuries and no adverse consequences.